Event description:
Nellcor puritan bennett received a report from a biomedical engineer of a n550 unit with no audio. The reported problem of no audio was found during preventive maintenance, isolated to the speaker, and the speaker was replaced by the engineer.

Manufacturer narrative:
No product returned for evaluation as customer has disposed of the speaker.